Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the device failure to charge was due to the internal battery. The device was serviced and the internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while plugged into a main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while plugged into a main power source. There was no patient injury reported as a result of this incident.